Event description:
It was reported by the family member that she received a shock while attempting to clean the device returned to her by the funeral home. While cleaning the device, it fell from a shelf and when she picked it up she received a shock. She went to the doctor for a check-up since she is pregnant and was told all is okay. The family member claims she was told that the device was deactivated. However, a previous call from that family member asked for a mailer kit to return the device to medtronic. At the time of that call, she noted that the device was beeping. The mailer kit was sent to the address provided by the caller.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. After this recent event, a medtronic rep was asked to go interrogate and turn off the device. Investigation into the reported incident indicates that no medtronic employee was asked to interrogate or deactivate before it was removed from the deceased. Therefore the device was still live. Interrogation yielded that the shock received was 0.9 joules. The caller further reports that as a result of the shock she had blisters on her fingers. Other: it was reported by the family member that she received a shock while attempting to clean the device returned to her by the funeral home. While cleaning the device, it fell from a shelf and when she picked it up she received a shock. She went to the doctor for a check-up since she is pregnant and was told all is okay. The family member claims she was told that the device was deactivated. However, a previous call from that family member asked for a mailer kit to return the device to medtronic. At the time of that call she noted that the device was beeping. The mailer kit was sent to the address provided by the caller. Operational context contributed to event device, incorrect care/use of.